Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that the motor was corroded.